Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Lung mass lesion, lung nodule wedge. Was the device difficult to close? No, there "wasn't" any difficulties seen during closure of the device. On which firing of device did issue occur? What was the code of the stapling device used? Ec60a. Did the same issue occur with both reported cartridges? They have experienced problem with 3 devices from 2 different lots. Does the surgeon wait 15 seconds prior to firing? Yes, the surgeon waits 15 seconds prior to firing in every case as a standard. Was the device difficult to close? The device was difficult to close. Was the device difficult to fire? During firing there was not much difficulty. When the protective case was pulled out, dispersion of staplers was observed. What is meant by staples did not form? Proper b format closing was not observed and on the line of stapler bleeding was observed. Approximately how far did it staple and cut? What is the current patient status? Leakage area was stitched, and the patient was said to be good now.

Event description:
It was reported that during laparoscopic lobectomy, it was seen that after the cartridge was fired, the staples didn't form decent b formation, resulting a leakage from the parenchyma. The surgery was switched to open and the leakage was sutured.

Manufacturer narrative:
Product complaint (B)(4). Photographic analysis: six photos were provided; picture one shows a green reload on hands from an aside view. Two staples can be seen protruding. Picture two shows two green reloads from the top view. The sled in both reloads can be seen partially advance. This condition on the returned reload would not allow the device to fire. Picture three and six shows tissue with one not properly formed staple on it. Picture four and five shows a not properly formed staples on hands. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.